Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The treatment area was a 3mm, 95% stenosed, no tortuosity and moderately calcified anterior tibial artery. The viperwire advance guide wire was advanced without issue, the diamondback 360 coronary orbital atherectomy device (oad) was spun one time one time for treatment. When the oad and viperwire were removed, it was observed the spring tip had fractured but no damage to the oad driveshaft. A snare was used to successfully retrieve the fractured component. No components were left in vivo. The patient was stable. It was unclear how the viperwire fractured. There was no crown jumping observed.